Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The internal cable was replaced and the issue was not resolved. Ts recommended going into the ndi tool box. The camera suddenly started working. After rebooting, the system functioned normally after giving the system a couple minutes to connect. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9735815, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart monitor was not connecting. The pcoip connection message was showing. Technical services (ts) had him verify if the camera was connecting by having him go into an optical procedure, which showed the localizer was disconnected. The representative had the system on for a couple minutes already and was able to pull a patient scan from pacs. The representative had rebooted previously before calling and there was no resolution. The representative decided to get another system and pull the patient scan onto that one, as cases were going to be started later in the day. The representative called back for troubleshooting. The camera had the amber light, and the blue power button was illuminated on the camera cart, and monitor displayed "not connected contact it." Poe was green. A new inter connect cable was used from another system and did not resolved the issue. The self test showed red status for all camera cart components on the internal network status. No light was illuminated for the o-ring port that connected to the io panel. The ethernet cables were swapped and that port became illuminated, but the port they moved the io panel ethernet cable to did not illuminated.

Manufacturer narrative:
H3: the internal to main cart cable was returned to the manufacturer for analysis. The returned cable has no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.